Manufacturer narrative:
The lot was manufactured between may 05, 2023 to may 06, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph showed the coil cap was separated from the cover (housing) and fluid was contained inside the cover (housing). The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume folfusor flew off and 5 fu spilled into the case. The issue occurred during preparation. There was no patient involvement. No additional information is available.